Event description:
It was reported that the ilet pump¿s screen sustained internal damage, resulting in impaired visibility, and the user continued dosing from memory, prompting a replacement and backup therapy recommendation. Symptoms included no reported adverse clinical effects or blood glucose symptoms. Outcomes included no medical intervention, no hospitalization, and uninterrupted cgm use through the dexcom app or receiver. Investigation included review of user reports, device history, and arrangements for device return and data syncing guidance. Investigation of this case revealed physical damage to the display component that could affect user interface reliability, while insulin delivery capability could not be verified due to the condition of the screen. It was concluded that the event involved a damaged screen affecting safe and reliable operation, necessitating device shutdown and replacement, with data not transferable and requiring standard startup on the new device.